Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring express network faxed report went to an account by mistake and the account was only getting test transmissions. The account shredded the faxed report. The network remains in use. No patient complications have been reported as a result of this event.